Event description:
It was reported that there was blood leakage from the introducer valve. The catheter being used with this sheath is the edwards life science swan ganz 7 fr catheter. The anatomical insertion site is the right and/or left jugular vein. There have been several "alleged" instances of this leakage occurring on this unit. However, only general comments have been provided and nothing specific to each event or the outcome of each event. The exact point in which difficulty is encountered is approximately 5-30 minutes following the insertion of the swan ganz catheter; however, they have reported that the leaking has occurred immediately after insertion. Additional info received from the distributor on (B)(6) 2010 stated that in regards to the pt outcome, there is no objective evidence of further injuries or pt complications.

Manufacturer narrative:
(B)(4).